Event description:
An 'lcp condylar plate' was implanted on an unknown date. Patient was transferred to rehab for 3 months, then home for 2 weeks. Plated broke on an unknown date, and was removed on an unknown date. Patient was revised to an unknown 'pin thorugh the femur' and was in rehab for four months.